Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 26mmol/l, with unspecified ketones, polydipsia, polyuria, and symptoms of dehydration, associated with an alleged display issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the display ¿looked like when a tv goes fuzzy¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: the pump powered on to a blank display screen. A review of the pump's total daily does of insulin added up to the user's programmed basal rates. The keypad was intact but unresponsive. Moisture ingress was found on the display and keypad connectors. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.